Event description:
Patient (pt) reports they believe the pump is not functioning as expected. Pt reports having to manually push the medication as pump is not pushing the medication out pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: xembify sdv - 13gm. Xembify indication: common variable immunodeficiency, unspecified; antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia; nonfamilial hypogammaglobulinemia. Did pt miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? - yes is device associated with event available for return? ¿ unknown.